Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This device was replaced will not be returned. No adverse patient effects were reported.